Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. The physician advanced the 3.0x15mm apex balloon catheter to the lesion and inflated the balloon to 6atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. The patient's status is reported as "no problem."